Manufacturer narrative:
(B)(4). Insulin pump received with missing retainer ring and reservoir tube lip o ring. Insulin pump received with broken off piece at the reservoir tube lip. Unable to perform displacement test and p cap reservoir will not lock properly due to missing retainer. Insulin pump received with broken belt clip rails, cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads.

Event description:
Information received by medtronic indicated that the insulin pump had damage. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.